Event description:
The customer reported to baxter healthcare a one-link needlefree IV connector connected to a bd 20 insyte catheter for which the catheter clotted. The customer alleged a relationship between the one-link needlefree IV connector and the clotting. Per the report, the (B)(6) male patient was being treated for anemia, gi bleed and atrial fibrillation with rapid ventricular response. The patient had two IV sites; one in the right antecubital and in one in the right forearm. Per the report, the patient received two units of blood and the lines were flushed and "locked" with saline at 6pm after a blood draw. The following morning, at 8am the sites would not flush. The customer reported that the catheters were changed. There is patient involvement; however, there is no report of patient injury or adverse event.

Manufacturer narrative:
(B)(4). This report is for the right forearm IV site. A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.